Event description:
Stent device inserted, but was unable to cross lesion. Md stated that he witnessed the stent fall off the balloon device and quickly withdrew the equipment. Stent was not present on device. Fluoro performed and stent not visualized in coronary artery. Guide (outside of body) was flushed. First attempt was unable to flush, but on another attempt with force guide flushed. Two staff members stated that they heard a metal kink but was unable to locate stent on table.